Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated with a shot and blood glucose went down. The customer' mother stated that patient was at school no with pump at time to troubleshoot will call back later. Customer's mother also reported that the patient had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 49 mg/dl. The customer was treated with pump and candy. The customer reported via phone call indicating that the insulin pump had damage and blank display. Customer's blood glucose at time of incident was unknown.